Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred multiple times. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer's pump is out of warranty. Customer declined troubleshooting with tandem technical support, and declined to provide further information.